Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that "power was applied when connecting the internal paddles." The incident occurred during clinical use, but no adverse event to patient or user was reported.